Manufacturer narrative:
(B)(6).

Event description:
It was reported that the rotapro became stuck on the rotawire. A 1.75mm rotapro and a rotawire and wireclip torquer were selected for use in an atherectomy procedure. During the procedure, the wire could not be removed. Another of the same device was used to complete the procedure. No patient complications were reported.